Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
During an unknown procedure, the suture anchor was loose within the packaging. When the surgeon attempted to use it, the anchor came out of the pilot hole, another anchor was used to complete the procedure.